Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove after placing the catheter. The following information was provided by the initial reporter: "we had patient that nuc med tech started IV and she was not able to remove needle hub after the placement . The rn tried to remove it and it would not come out. We ended up taking the IV out and start new one."

Manufacturer narrative:
Investigation: our quality engineer inspected the photograph submitted for evaluation. The photo displayed a nexiva device inserted and secured in the patients' arm. The grip had been pulled back and the tip shield was still attached to the adapter. Visual observation of the photo revealed no damage or abnormalities to the device. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed without the physical sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove after placing the catheter. The following information was provided by the initial reporter: "we had patient that nuc med tech started IV and she was not able to remove needle hub after the placement . The rn tried to remove it and it would not come out. We ended up taking the IV out and start new one."